Event description:
The account alleged that a mother was changing her baby on the end of the bed. As soon as she picked up the baby, the removable foot section of the bed fell to the ground. There are no alleged injuries reported in regards to this issue.

Manufacturer narrative:
The tech inspected the bed and found no anomalies with the foot section. It is latching properly. He in-serviced the nurses on how to latch the foot section properly to prevent it from falling again. There are no alleged injuries reported in regards to this problem.